Manufacturer narrative:
H.6. Investigation: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. DHR could not be performed due to unknown lot#. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in (1.1 x 30 mm) experienced catheter splitting/cracking/shearing/fraying. Product defect was noted during use. The following information was provided by the initial reporter: material no: (B)(4). IV catheters 20g and 22g the plastic catheter is coming apart from the needle_ there was no product saved. There were no lot numbers, it is just a general statement by the user that they don¿t care for the product because the plastic catheter is coming apart from the needle. No one was harmed. No other additional information is available.

Manufacturer narrative:
Device expiration date: unknown, a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter 20 ga 1.16 in (1.1 x 30 mm) experienced catheter splitting/cracking/shearing/fraying. Product defect was noted during use. The following information was provided by the initial reporter: material no: 381434, batch no: unknown. IV catheters 20 g and 22 g the plastic catheter is coming apart from the needle there was no product saved. There were no lot numbers, it is just a general statement by the user that they don¿t care for the product because the plastic catheter is coming apart from the needle. No one was harmed. No other additional information is available.